Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated potassium (k) and sodium (na) on the alinity c processing module for one patient. The following results were provided (reference ranges, na 136-145 mmol/l; k 3.5-5.1 mmol/l): on (B)(6) 2024, sid (B)(6) , initial na result= 169; repeat na result= 144; initial k result= 8.2; repeat k result= 3.9 there was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) replaced the bent alnty c-series reagent r1 probe and the leaking peristaltic head tubing (rohs), which resolved the issue. Return testing was not completed as returns were not available. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity system did not identify any trends associated with the complaint issue. A review of tracking and trending for the alnty c-series reagent probe and peristaltic head tubing (rohs) did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6) or the alnty c-series reagent r1 probe and peristaltic head tubing (rohs) was identified.

Event description:
The customer observed falsely elevated potassium (k) and sodium (na) on the alinity c processing module for one patient. The following results were provided (reference ranges, na 136-145 mmol/l; k 3.5-5.1 mmol/l): on (B)(6) 2024, sid (B)(6), initial na result= 169; repeat na result= 144; initial k result= 8.2; repeat k result= 3.9 there was no impact to patient management reported.